Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va09hda, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va09hda, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient was told in (B)(6) 2015 that the "leads" were not working and the device was not working. It was stated that "they had to rework all of this because the "leads" were not working." They had just done some reprogramming because the other "leads" were working. In (B)(6) 2015 the patient had had symptoms returning. The patient's lead broke 6 months prior to the date of this report but the patient had been busy with kids and work. The patient was clumsy and falling down was not new for the patient but she could not remember any specific falls. Patient would suddenly turn and hit a wall sometimes.

Event description:
Additional information received indicated that patient had a returned of urgency symptoms. She was currently on program 4 at 1.5v. She increased stim program 4 at 2.5v which was comfortable sitting standing and walking. She stated that at 2.6v it felt like needles in the anal area. When she reduced the stim, the feeling went away. She stated the healthcare provider was aware of lead and program not working. She would leave on new current setting and would continue to track her symptoms.